Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "sensor not detected" message and was unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness and had contact with firefighters who treated the customer with intravenous glucose. Customer was transported to a hospital however no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 31-dec-2021. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.